Manufacturer narrative:
The medium-large clip applier will not be returned for evaluation as the customer continued to use the instrument. Therefore, the root cause of the customer reported failure mode has not been determined. A follow up MDR will be submitted if the product is received for testing and/or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the device logs for the medium-large clip applier (part# 470327-12/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was used on (B)(6) 2022 via system serial# (B)(4). There were 15 uses remaining after this usage. This complaint is considered as a reportable due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. Moved on its own). Unintuitive motion could lead to subsequent tissue damage. In addition, it was also alleged that the clip fell inside the patient¿s anatomy.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer reported that the wrist of the medium-large clip applier (mlca) suddenly bent and could not fire the clip. The customer reseated the mlca instrument to resolve the issue. The procedure was completed with no reported injury with the same mlca. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mlca was inspected prior to use with no issue. The mlca did not collide with any other instrument during the procedure. The physician bent the wrist to approach the blood vessel. The mlca slightly moved on its own. This issue occurred once during the procedure. The drape was not exchanged at any time during the procedure. In addition, the clip fell inside the patient¿s anatomy, and it was retrieved in the same procedure. There was no injury to the blood vessel. The patient did not have any impact due to the issue. There was no unexpected additional bleeding.